Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a patient using an ilet system experienced hyperglycemia with a blood glucose of 247 mg/dl and called for assistance with a steel infusion set change (cd-23, 6 mm), which was successfully completed with troubleshooting and education. Symptoms included elevated blood glucose consistent with hyperglycemia. Outcomes included resolution of the infusion set change need without further assistance or medical escalation. Investigation included remote troubleshooting and user guidance to change the infusion set and review technique. Investigation of this case revealed no device malfunction identified and no component failure observed, with the cause of hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.